Event description:
Caller reported a malfunction on the pump, but no notable events occurred prior to the malfunction. It was unknown whether there was any impact on the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer had no backup insulin therapy available, and stated they will reach out to their healthcare provider (hcp).